Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and the malfunction alarm was cleared and insulin delivery was resumed successfully. Customer¿s blood glucose level was 160-170 mg/dl.